Event description:
It was reported that a patient presented in clinic for follow up. Upon review, it was discovered the atrial lead exhibited noise leading to oversensing and triggering auto mode switch episodes. The patient will continue to be monitored. The patient was in stable condition.